Manufacturer narrative:
H11: internal complaint reference: (B)(4). D4, lot no.: the following are the two lot numbers reported: part number: 72204392/ lot number: 51352429 and 51352428, however, it is unknown which of the two lot numbers was the one that broke, as both of them were used during the surgery. D4 & h4: expiration & manufacture dates: both lot numbers reported have the same manufacture and expiration dates, which are the one listed on this report (exp. Date: 06-oct-2028 / man. Date: 06-oct-2025). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, two weeks after a posterolateral corner reconstruction surgery, one (1) biosure regen screw 5 x 20mm was found snapped on post-op x-ray imaging. As a result, the patient was returned to the operating theatre for revision surgery; the snapped screw was removed with a screwdriver or bone nibbler, as well as two other intact screws. No component of the initial surgery remained on the patient. Patient health status is good.